Event description:
The consumer was going down a hill and put the "brakes" on to stop at a 3 way stop when the brakes allegedly failed. To avoid going through the light, consumer turned into the curb and was allegedly "tossed" out of the chair, resulting in 2 broken legs.